Event description:
Hospital owned breast pump in use by pt in hospital room. Began using pump in 2008 following instructions. Found to have skin lacerations around both nipples in the next day. Cream applied and pt changed to manual pump. Breast pump checked by bio-med found minimum suction measured at 200 mmhg.